Event description:
It was reported an angio-seal was used. The pt was reported to have a general immune reaction with a pleura-pericardium, inflammation. The physician questions a possible allergy to collagen. The immune reaction was initially treated with antibiotics (type and dose unknown), with no success. Cortisone treatment was given (dose unknown) and has been effective. Reportedly, the patient's condition was improved. Additional information was not available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the immune reaction could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The following dates are estimated. Only the month/year is known: